Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pw does not suction properly- advised that the unit did not suction any of the urine, stayed in the bag, conducted t/s failed unit did not suction any of the water within the allotted time frame, advised sending new kit. Used with male wicks. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared) fa please send biohazard box. Per clarification received from liberator on (B)(6) 2026, it was reported patient used male wick (pwmx30)